Event description:
Bayer case number: (B)(4) sharp intense pelvic pain [pelvic pain female] , stabbing sensations under lower rib region [abdominal pain] , throbbing headaches [throbbing headache] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("sharp intense pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was multivitamin (vitamins nos). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("stabbing sensations under lower rib region") and headache ("throbbing headaches"). The patient was treated with ibuprofen (ibuprofen [ibuprofen]). Essure dose was increased. At the time of the report, none of the events had resolved. The reporter considered abdominal pain, headache and pelvic pain to be related to essure administration. The reporter commented: I'm sending an email hoping to reach and ask the steps it takes to approach removal of essure. I had placement in early (B)(6) 2016 and since then I have been having several issues with the device. I've had anywhere between stabbing sensations under my lower rib region, sharp intense pelvic pain and throbbing headaches. I'm currently only taking a women's multivitamin daily along with a prescribed ibuprofen 600 mg taken as needed. I've read in several areas that you may be able help in removal, and I'd like to look into the steps to approach doing so. The most recent follow-up information incorporated above includes data received on: 10-nov-2025: event outcome updated to not recovered not resolved for all events. Reporter causality comment added. Treatment drug added. Internal correction: ibuprofen is updated to treatment drug from concomitant and multivitamin is updated to concomitant from treatment drug. 09-nov-2025: no new information updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.